Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on approximately (B)(6) 2017. Healthcare provider/certified diabetes educator reported the patient had experienced a skin reaction. The patient stated that after applying the sensor, approximately two days later on (B)(6) 2017 the area began to itch badly and the skin was red. The extreme itching and redness extended outside of the area where sensor used to be adhered to skin, approximately 1/4 inch around where the patch was located on the right side of the upper buttocks. The patient indicated that they removed the sensor after seven days of use. Patient treated the affected area with neosporin and contacted a nurse regarding the skin reaction. At the time of contact, it was indicated that the patient¿s reaction had cleared up and there was no scarring. No additional event or patient information is available. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.